Event description:
Litigation alleges that the patient suffers from exruciating pain.

Event description:
Litigation alleges that the patient suffers from exruciating pain. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information, implant date and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.